Manufacturer narrative:
The complaint is confirmed on the sample returned for analysis. The distal lumen was found to have a piece of monofilament protruding from the catheter maeasuring approximately 9 7/8" long and 0.19" in diameter. This is a manufacturing related non-conformance.

Event description:
Rec'd report of foreign object from thermodilution catheter. Pt was having an arteriogram and cardiac catheterization done. The dr was having difficulty during the procedure in placing the catheter, in passing guidewire, felt resistance, pulled the catheter out, and noted foreign object protruding from the catheter tip. Pt suffered no adverse effect.